Event description:
Customer reported a portion of the mesh edge delaminated during a laparoscopic ventral hernia repair. Surgeon placed a stay suture for support and trimmed out the excess. Surgeon was operating on the patient for several hours before device delaminated.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.